Event description:
Related manufacturer reference number: 2017865-2022-19714. It was reported that the patient presented for a leadless pacemaker implant procedure. During positioning of the ventricular pacemaker with the delivery catheter, after suitable electrical parameters were mapped, the pacemaker was fixed into the tissue and loss of capture and high impedance were noted. As the device was unscrewed and repositioned, the patient¿s blood pressure began to drop. A right ventricular angiogram in the right anterior oblique view revealed pericardial effusion due to cardiac perforation. While the pericardiocentesis kit was being prepared, the leadless pacemaker was fixated in a mid-septal location with normal parameters. An echocardiogram confirmed pericardial effusion and the pericardiocentesis removed blood as the pacemaker continued to capture tissue appropriately. The heart walls reduced movement and compressions were performed, but the patient expired.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.